Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil did break however") and pelvic pain ("severe and chronic pelvic pain/pain") in a (B)(6) year-old female patient who had essure (batch no. A73756 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pseudotumor cerebri, gravida ii and parity 2. Previously administered products included for an unreported indication: implanon and paragard. Concurrent conditions included migraine since 2008, borderline personality disorder since 2010, anxiety since 2010, low back pain since (B)(6) 2014, asthma since 1990, multiple allergies since 2010, headache, nasal congestion, upper respiratory infection, short of breath, cough, erythema, blotchy rash, intertrigo, diarrhea, rectal bleeding, abdominal pain, hemorrhoids, fungal dermatitis, irritable bowel syndrome, pap smear abnormal, cervical dysplasia, ear pain, otitis media, pain sacroiliac, obsessive-compulsive disorder, arthropathy, obesity, personality disorder, reactive airways disease, nasal discharge, acute sinusitis, gastroesophageal reflux disease, wheezing, pruritic rash, seborrheic dermatitis, papuloerythematous drug eruption, spondyloarthropathy, morbid obesity, insomnia, sleep apnea, discomfort, genital bleeding and vaginal discharge. Concomitant products included oral contraceptive nos for vaginal bleeding and menorrhagia as well as amoxicillin, buspirone since 2010, cetirizine since 2010, codeine, desvenlafaxine since 2010, etonogestrel (implanon), fluticasone propionate;salmeterol xinafoate (advair) since 2017, fluticasone since 2017, intrauterine contraceptive device (paragard), ketoconazole since 2016, loperamide hydrochloride (imodium), lorazepam since 2010, mometasone furoate (elocon), montelukast since 2010, nabumetone since 2014, nortriptyline since 2010, ondansetron since 2010, rizatriptan benzoate (maxalt) since 2008, salbutamol (albuterol) since 1990 and selenium sulfide (selsun). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 11 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) .). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device but the removal surgery has not yet been scheduled. Plaintiff will be forced to undergo a major surgery. Date discrepancies in date of insertion (B)(6) 2014. Date discrepancies in date of birth- (B)(6). While in the left ostia, the coils were deployed and we were able to visualize six coils at the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: plaintiff fact sheet: event device breakage and device category changed from device other event to incident. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.